Event description:
The physician closed the arteriotomy using a techstar xl 6fr device. The pt had undergone a diagnostic cardiac cath. The pt presented two weeks later on 10/23/1999. The pt was bleeding from the groin. The first ultrasound revealed no pseudoaneurysm. The next morning the pt underwent a repeat ultrasound which revealed a pseudoaneurysm. Compression was applied and the pt was discharged to home. Two weeks later the pt presented again with bleeding from the groin. Ultrasound revealed a pseudoaneurysm. The pt was taken to the o.r. And was found to have three tracks with one being torn. The surgeon repaired the torn track and closed the two other tracks. The pt recovered with no further incident.